Manufacturer narrative:
(B)(4) this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient did not wear a mask. Peritonitis was manifested by cloudy effluent and abdominal pain. On the day of onset, the patient was hospitalized for the bacterial peritonitis. Treatment for the bacterial peritonitis was not reported. Dianeal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the bacterial peritonitis. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). \ on an unreported date the patient began treatment for the peritonitis with unknown antibiotics (doses, frequencies, and routes were not reported). Two weeks after onset, the peritonitis was resolved, the patient was recovered from the event, and discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.